Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the product code? Was the electrode use a twizzle tip, ball tip, spring or bipolar loop? Did the tip fall off into the patient's cavity? If yes, was the tip retrieved? The current did not work is that because of the electrode damage or was there any reported difficulty with the generator or foot pedal? Device lot number? Will the device be returned for evaluation.

Event description:
It was reported that the patient underwent a hysteroscopy procedure on (B)(6) 2017 and the electrosurgical device was used. During the procedure, the device handle broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.